Manufacturer narrative:
The device was received for evaluation, and assessed by welch allyn product service and engineering. Testing could not duplicate the customer allegation. A device malfunction was not confirmed. Based on this information, no further action is required.

Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution for a potential that no visual or audible low heart rate alarms occurred. A follow-up report will be submitted when evaluation of the device is complete.

Event description:
The welch allyn customer reported that their propaq monitor gave no visual or audible alarms with an observed low heart rate. There was no report of any pt harm as a result of the reported event.